Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 9024963. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on an evaluation of the submitted photographs our engineers were able to determine that the root cause is most likely related to the manufacturing personnel. To prevent a occurrence of this issue we have issued a retraining for the appropriate personnel. H3 other text : see h10.

Event description:
It was reported that the connection between the pegasus pnk 20ga x 1.16in qsyte tube and needle hub was not sealed and leaked blood during use. The following information was provided by the initial reporter, translated from chinese to english: "the connecting part between the extension tube and the needle hub was not sealed and it leaked blood"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the connection between the pegasus pnk 20ga x 1.16in qsyte tube and needle hub was not sealed and leaked blood during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the connecting part between the extension tube and the needle hub was not sealed and it leaked blood"